Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the middle of the procedure during an open ivor lewis esophagectomy, the surgeon was able to press the green button but clicked like something broke, so the device did not fire. Another reload was used to complete the case. There was no patient injury.